Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified evidence of electrical overstress resulting in the reported clinical observations. Following repair of the unit, this programmer operated as expected.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that following a software update this programmer started making noise and white smoke appeared. The programmer was rebooted but the issue remained.